Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic with complaints of fatigue and syncope. The device delivered multiple inappropriate shocks due to atrial fibrillation. Programming changes were made to resolve the issue. Patient condition is good.